Event description:
It was reported that insulin pumps were not delivering. Customer's daughter reports that customer had two pumps with the no delivery issue and was not able to troubleshoot at the moment due to not having pump information. Customer will call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.